Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test. However, device alarmed drive count or time values or changes incorrect for moving or coasting error due to corroded motor home switch. Unable to verify motor current error detected error due to motor anomaly. Device received with corroded electronic assemblies and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump error was occurred. Blood glucose was 176 mg/dl. Troubleshooting was performed. Customer stated they were not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.